Event description:
It was reported from london implant retrieval centre that pt underwent primary knee procedure on (B)(6), 2008. Pt underwent revision surgery on (B)(6), 2010 due to unk reasons. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. The london implant retrieval centre is holding the product and has performed an evaluation on the returned explant. Report rec'd from london implant retrieval centre indicated the cause of the failure was "aseptic loosening." (B)(6).